Event description:
Patient's legal counsel reported patient underwent left total hip arthroplasty on (B)(6) 2006. Legal counsel further reports patient underwent revision (B)(6) 2008 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, soreness, dysfunction, loss of range of motion, metallosis, metal poisoning, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, 1. Material sensitivity reactions. 6. Inadequate range of motion due to improper selection or positioning of components. 14. Intraoperative or postoperative bone fracture and/or postoperative pain. 15. Elevated metal ion levels have been reported with metal-on-metal articulating surfaces. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-06704 / 06705).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 3 MDR's filed for the same patient (reference 1825034-2014-06704 / 06705 and 08589).

Event description:
Patient's legal counsel reported patient underwent left total hip arthroplasty on (B)(6) 2006. Legal counsel further reports patient underwent revision (B)(6) 2008 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, soreness, dysfunction, loss of range of motion, metallosis, metal poisoning, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient medical records revealed the (B)(6) 2008 revision was due to pain. The patient's operative report noted acetabular component had small area of bone ingrowth. Additional information received in patient medical records revealed another revision was performed on (B)(6) 2011 due to pain. The patient's operative report noted osteolytic bone.